Event description:
On dec. 5, 2007 the lay pt contacted lifescan (lfs) alleging that her one touch ultra mini meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The pt said the product issue started at night in 2007. The pt obtained a result of 386 mg/dl on the reported meter at an unspecified time. She took an increased dose of diabetes medication (40 units regular insulin) due to the product issue at an unspecified time. The pt reported feeling sweaty and falling after the issue began. A reading of 52 mg/dl was obtained on another meter at an unspecified time. It is not known whether the pt was tested with the reported device while symptomatic. Info regarding whether the pt received treatment for hypoglycemia was not provided. The cca discovered that the reported meter code was not set correctly, which can contribute to inaccurate readings. The cca verified the reported reading in the meter memory. The meter, test strips, and control solution were replaced. The complaint is reported because the pt alleges that the she took an increased dose of insulin after receiving an inaccurately high reading on the lfs product and later experienced symptoms that suggested hypoglycemia and hypoglycemic reading on another meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.